Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm approximately 45 months ago. Vessel morphology at the time of implant was not reported. CT images acquired approximately 1.5 months , 6 months, and 14 months post-implant had shown no migration or endoleaks. It was reported that approximately 1 month ago, aneurysm sac enlargement to 6.2 cm was noted due to the stent graft migrating distally 15 mm. The aortic neck is 20 mm in diameter at the renal arteries and 21 mm in diameter at 1 cm distally, and the amount of distal fixation is 40 mm bilaterally. Type I and type ii endoleaks are also present. As the aortic neck has a 60 degree angle, the cause of the migration is attributed to this neck angulation. The physician elected to intervene by implanting an aneurx cuff, with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention. Eval: results: endoleak, graft migration. Type ii endoleaks, aortic neck angulation. Type ii endoleaks, aortic neck angulation.